Manufacturer narrative:
The blood glucose monitor was returned for evaluation, and the complaint was confirmed. A solid vertical line appears on the middle of the meter screen. The investigation unit observed that the location of the line on the display does distort the digit during the simulation test; therefore, misinterpretation is possible.

Event description:
Reporter initially stated there was a black, thin line across the display of the blood glucose monitor but the result area was not affected. No physiological effects were reported. The blood glucose monitor was returned for evaluation, and it was found the line does distort a digit; therefore, misinterpretation of the therapy information is possible. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluation is in progress.